Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in both configurations. Capture and sensing were appropriate and no abnormalites were noted upon device testing in the doctor's office. The lead would continue to be monitored.

Manufacturer narrative:
No medwatch form was received.